Manufacturer narrative:
(B)(4). This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiac injuries and/or related symptoms and subsequently expired two days later. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.